Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) could not be interrogated or make patient activation. It was noted the patient has previously been followed up on two six monthly visits. The suffered a fall in (B)(6) this year due to poor lighting on steps outside of the patient's house. The patient denied that the area where the ilr is situated was struck at all. The patient has not activated the device since implant and there are no automatic activations seen. The ilr remains in use. No patient complications have been reported as a result of this event.